Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that the iol got stuck in the injector and the injector broke. A back-up lens was implanted successfully within the original surgery session without harm/injury to the patient; however, surgery was reported as being prolonged due to the event. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 054240793 showed that all manufacturing and quality checks were conducted with successful results. There is insufficient evidence and information available to determine the cause of the event.

Event description:
On 14th october 2024, rayner received notification from a healthcare facility in poland of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the lens got stuck in the tip of the injector and the injector broke resulting in prolonged surgery.